Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been made available yet.

Event description:
Recipient's hearing performance with the device has been affected. No trauma has been reported. The user had previously reported a good perception. Re-implantation has been suggested but a date for surgery has been not been made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient's hearing performance with the device has been affected. Re-implantation has been suggested.